Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow up showing oversensing on the ventricular channel. Noise was not reproducible in clinic. Programming changes were made. Device remains implanted.